Event description:
It was reported that during an angioplasty, via femoral approach, to treat a de novo lesion in the distal left anterior descending artery with heavy tortuosity and heavy calcification using a xience prime 2.5 x 33 stent delivery system (sds), as the operator was advancing to the heavily calcified lesion, the sds broke into two pieces near the hub, outside of the anatomy. The physician completed the angioplasty with another xience of the same size. The patient is doing fine. The no cross was due to the patient anatomy. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - no pre-dilatation, against resistance. The device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Additionally, the IFU (section 6.4) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.